Event description:
A consumer reported that following intraocular lens (iol) implant surgery, glare was being experienced. The reporter did not provide any contact information; therefore, follow up was not able to be conducted. No further information is expected.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. The root cause cannot be determined. Not enough information was provided from the account to properly complete an investigation. The reporter did not provide any contact information; therefore, follow up was not able to be conducted. No further information is expected. (B)(4).